Manufacturer narrative:
The medium large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium large clip applier instrument would not release clip when trying to deploy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the was instrument inspected prior to use and no issues were noted. When trying to use the clip, the clip did not release on tissue. Hem-o-lock clips were used with the clip applier instrument. The surgeon used medium size clips on the vessel or structure. The incident occurred during first clipping attempt. The issue got resolved after a backup clip applier was used. The photos and/or videos of this event were not available for isi review.

Manufacturer narrative:
The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.